Event description:
Pt was treated for hip pain which became severe. This pain continued and was easily reproducible, going in the middle of his thigh. With this data a CT scan was ordered which showed a fluid collection around the hip. Preoperative diagnosis-metallosis/aseptic lymphocytic vasculitis-associated lesions, right hip replacement.